Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the 2nd cartridge was loaded to the handle and used. The device made a strange noise every time the handle was squeezed but it fired all the tacks properly. They attempted to use a 3rd cartridge but it would not be loaded to the handle. It was replaced with new one which worked fine. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.